Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch profile meter was giving inaccurately high readings. On july 15, 2009, the sr medical surveillance specialist spoke with the pt to obtain and clarify information. On an unspecified date in original month, the pt obtained the blood glucose reading of 177 mg/dl on the reported meter, which she claimed was inaccurately high. The pt alleged that, based on this meter reading, she took 'too much insulin' using her insulin pump. Following the use of the meter, the pt experienced the symptom of blurred vision. The pt confirmed that blurred vision is one of her symptoms of hypoglycemia. The pt immediately consumed glucose tablets, and felt better afterwards. She did not seek any medical attention. The pt takes insulin using an insulin pump, and tests her blood glucose level up to eight times per day. Troubleshooting revealed the pt's testing technique was correct and the meter was programmed with the correct unit of measure. The meter, test strips and control solution were replaced. The pt claimed to have taken an increased dose of insulin based on an elevated meter reading, and afterwards experienced symptoms suggesting hypoglycemia, and received treatment with glucose to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.